Event description:
Reporter alleged obtaining a result of 235 mg/dl on her aviva system and then taking 15 units of her "70/30" insulin. Reporter stated that an hour later, she was in a stupor, barely conscious, and incoherent. Reporter stated that her daughter-in-law treated her with peanut butter, milk, and trail mix. Reporter stated that she also obtained and additional comparison of 400 mg/dl and 73 mg/dl within 10 minutes on the aviva system. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.